Manufacturer narrative:
On (B)(6) 2021, the analysis was completed based off of a photo that was provided. Investigation summary: upon visual evaluation of the image provided in the complaint, the packaging of the product appears damaged. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 400cc mentor memorygel breast implant being shipped for a customer site was damaged during shipping process. The packaging, sterility and device were damaged. However, since the damages happened during shipment, no patient consequences related to this event were reported. After the damages were observed, the customer sent the device back to mentor. A packaging defect that compromises the sterility of the product exposes patients to the possibility of being introduced to micro-organisms, which can lead to an infection. This may result in the need for additional medical intervention or potentially may lead to permanent injury or impairment.